Event description:
During catheterization, it was reported that the guidewire broke inside the balloon catheter at approximately 10 to 15cm from the distal tip. The entire system was removed from the pt, including the guidewire. No pt injury reported.

Manufacturer narrative:
The device has been evaluated. The guidewire broke at approximately 10.9 cm from the distal tip, and the distal segment was not returned. Analysis of the break point showed the failure of the core wire occurred due to torsional overload.